Event description:
This is a spontaneous case report received from a female consumer via regulatory authority (case# mw5062400) in united states on 16-jun-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. She took multi vitamin and tylenol as concomitant medications. Consumer stated that she noticed her menstrual cycles became very infrequent and irregular. When had them they were very heavy and she would have very severe cramping. Her husband even noticed because she would have a period non-stop for 2 weeks. Her hair turned grey and she experienced unexplained hair loss. She also experienced severe abdominal pain whenever she had her cycle that she was hospitalized for. The doctors have no explanation or even know what essure is until she explained it to them. She also experienced severe migraines, severe bloating and cramps, heavy bleeding, abdominal pain for several weeks. This never happened prior to essure. Her hair started greying and falling out without any explanation. Her iron levels have been low. Consumer reported event date as (B)(6) 2009. Event outcome was reported as hospitalization and other serious (important medical event). However, the reporter did not specify or assign them to a specific event. Follow-up received on 23-jun-2016: quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding and severe cramping, abdominal pain when she has her cycles. The consumer stated she was hospitalized for this severe pain. This never happened prior to essure. Heavy bleeding and dysmenorrhea are listed in the reference safety information for essure. Considering that essure therapy may cause bleeding and dysmenorrhea and that no alternative explanation was provided, a causal relationship between these events and essure cannot be excluded. This case is regarded as incident due to the hospitalization associated with essure inserts. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information has been requested.

Manufacturer narrative:
Follow-up from 20-jul-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding and severe cramping, abdominal pain when she has her cycles. The consumer stated she was hospitalized for this severe pain. This never happened prior to essure. Heavy bleeding and dysmenorrhea are listed in the reference safety information for essure. Considering that essure therapy may cause bleeding and dysmenorrhea and that no alternative explanation was provided, a causal relationship between these events and essure cannot be excluded. This case is regarded as incident due to the hospitalization associated with essure inserts. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.